Manufacturer narrative:
(B)(4). Batch # t93n9u device analysis the device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. In addition the device was received with the hand activations contacts damaged. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. There were no anomalies noted with the functionality of the device. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that titanium tip was broken during procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.